Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose levels. The customer states their levels had been as low as 50mg/dl. The customer states they had taken extra insulin due to being high. The customer hung up the line before troubleshoot could be conducted.